Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges false positive result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. Quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: eua(B)(4). The following information was provided by the initial reporter: " it was reported that veritor plus analyzer sn (B)(6) was used without performing a functional test with the verification cartridge and yielded many false positives. ¿ what type of reference method was used to confirm the result? The employees were retested by pcr and all came back negative. No false results were reported. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. The customer stated results were not reported out so there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: it was reported that veritor plus analyzer sn (B)(4) was used without performing a functional test with the verification cartridge and yielded many false positives. What type of reference method was used to confirm the result? The employees were retested by pcr and all came back negative. No false results were reported.